Manufacturer narrative:
More information was requested from the customer to perform further investigation. Customer performed one covid rapid antigen self-test each day for 4 days prior to visiting the clinic. Result of all four tests were negative. On the same day of last test, customer visited a clinic, where a non-siemens covid-19 rapid antigen test was performed, result of which came out positive. In total, four siemens covid-19 antigen test result were negative. Customer confirmed that no medication was taken. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported four false negative result over four days for covid on clinitest covid-19 self test when compared with result from a non-siemens covid-19 rapid antigen test at a clinic. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2201837eua, no irregularities were found. Tests retained from lot number 2201837eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the complaint related lot. The cause of this event is unknown.